Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
During an operation on (B)(6) 2013 while using the push-pull reduction device, the tip end broke off. The surgeon elected to leave the tip inside of patient. The surgeon was unsure of the material of the device. This is report 1 of 1 for complaint (B)(4).